Manufacturer narrative:
S/w version = 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, exposure to moisture, and cosmetic damage at back of pump case found on (B)(6) 2023. Pump received with battery cap with detached contact. The pump passed the active current test and self test. Pump alarmed pump error 37 during rewind on 21-mar-2023 at 09:54:52.000 (file number = (B)(6), line number = 542). Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. No blank display noted during testing. Red led indicator always on noted during testing except when the down key is pressed on keypad. Unresponsive keypad noted during testing. Successfully downloaded history files and traces using thus. Failed batt test (58) found in pump history on 26-jan-2023 between 20:38:04.000 and 20:42:18.000 the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, motor, force sensor, keypad assembly flex connector, and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (stained serial number and faded end cap). Blank display was not observed during analysis, however, pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. Blank display not confirmed. Battery cap detached contact confirmed. Cosmetic damage confirmed at battery tube threads and corner of belt clip rails. Led anomaly and unresponsive keypad confirmed due to corroded keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was wet and not working and also found a crack at the back of the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump will be returned for analysis.